Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several ambulance rides and emergency visits due to low blood glucose levels. The customer's blood glucose levels and additional information were unable to be obtained because the customer's phone ran out of battery. The product was not returned or replaced.